Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant failed due to poor osseointegration. The implant was placed at #17 and removed after 1 month. Traditional 2 stage surgery. Bone graft material was used.